Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed device deformation that might result in the retention of foreign material and it could not be determined if the facility device reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection evis lucera gif/cf/pcf type 260 series chapter 3 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the videoscope had bad angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital and (B)(6) hospital. The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning. The customer did not know what the foreign matter was. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. It was unknown if the air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. It was unknown if the air/water nozzle was flushed with detergent solution. There were no other concerns with the reprocessing. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of angle wire, the play of the upward/downward angulation control knob was out of the standard value. Due to a crack on the upward/downward angulation control knob, water tightness was lost. The indication on the suction connector was peeled. The forceps channel port was shaved. The following parts had a scratch: the protector of the universal cord on hte suction connector side, the scope connector cover unit, the right left angulation control knob, the switch box, the plastic distal end cover, the scope cover, the universal cord, the grip, the control unit, the forceps elevator, lock engagement lever, forceps elevator knob, the suction connector, the connecting tube, and the upward/downward angulation control knob. The paint on the suction cylinder was peeled. The control unit had discoloration. Due to a pinhole on the bending section cover, water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.